Event description:
A customer reported encountering a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided information for a complete pump reset, and walked them through the process. Following this guidance, the customer successfully started their sensor session without encountering the error again.